Manufacturer narrative:
Corrected/ additional data: b5- the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -11.5/+2.5/083 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. The patient experienced a low vault with rotation, glare/haloes and blurred vision. On (B)(6) 2024 the lens was exchanged with a different toric model, longer length, same power and the problem was resolved. Status of the eye: "all well, lens is stable, refraction outcome is satisfactory". The reporter indicated the cause of the event is unknown. D4. Model#: "vticmo 13.2" should be removed and "vticm5_13.2" should be added. D4. Serial#: (B)(6) should be removed and (B)(6) should be added. H6- medical device problem code (a): "1401" should be added. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -11.5/2.5/092 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On 26-jan-2024 the lens was exchanged for a longer length lens due to low vault with rotation, glare/haloes and blurred vision. This exchange resolved the problem. In the reporters opinion the cause of the event was unknown.